Event description:
It was reported that the patient presented to hospital following a syncopal event. The ventricular and the atrial thresholds were high, so the patient was referred for lead revision. The rv lead as well as the atrial lead were explanted and replaced. The ICD remains active.

Manufacturer narrative:
Combination product: yes. The leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical, electrical and x-ray inspection. (B)(6) - solia s 45. Upon receipt, the lead under complaint was found cut 12.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. (B)(6) - plexa promri s 60. In the course of the analysis of this lead, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The analysis of the provided x-ray did not show any anomalies. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.